Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with heavy tortuosity and heavy calcification. An attempt was made to advance a 2.5x15 rx mini vision stent delivery system (sds) through a previously implanted non-abbott 2.5x15 stent from a prior procedure in the right ostial of the vessel; however, resistance was felt, force was applied and the sds became trapped inside the previously implanted stent and was unable to advance through the previously implant stent. The mini vision sds was re-adjusted and withdrawn from the patient's anatomy and the stent struts were noted to be bent. The procedure was completed with additional dilatation and a non-abbott 2.5x15 stent was implanted to treat the target lesion. There was no adverse patient effect. There was a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the warnings section of the rx mini vision coronary stent system instructions for use states: applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.